Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the pulse generator implant procedure, the device exhibited intermittent right ventricular capture due to a setscrew anomaly. The device was no longer used and replaced. No patient symptoms were reported.